Event description:
It was reported that while performing an paroxysmal atrial fibrillation (afib) procedure, a beeat cs catheter and a his-rv catheter were placed inside the right atrium and right ventricle respectively. Brockenbrough was conducted under the observation of the echocardiogram by using a soundstar catheter. Lasso catheters were delivered into the lspv and lipv. Re-entry was not confirmed at the lspv and lipv, so the physician moved the lasso catheters to the rspv and pipv. Then re-entry was confirmed. So 18 ablations at (30sec, 30w) was conducted at the right carina (between ripv and rspv) by the ez steer thermocool navigation catheter, and isolation was completed. After, 21 ablations at (30sec, 30w) were conducted at the roof line, the physician tried to induce a tachycardia and a tachycardia that possibly originated from the left atrium was caused. The physician tried to entrain by ring electrodes 1 and 2 of the cs catheter, but the sensing of pacing could not be managed. The physician made another try of entrainment after he pulled the cs catheter a little. During identification of the tachycardia by several times of entrainment with the cs catheter, the blood pressure reduction was confirmed. The patient looked pale as well. A cardiac tamponade was observed by the echocardiogram. The patient's recovery was confirmed after immediate drainage, and the procedure was concluded. The physician stated that cardiac tamponade might have been caused by a hole that had been left by the cs catheter being pulled. Upon request, the bwi field representative provided additional information on the event. The user did not experience any difficulty in manipulating the catheter. The user did not notice any abnormal signals. The rf generator was set to "power-control" mode. The temperature cut-off setting and flow setting was unknown. It was unknown if a long sheath was used with the ablation catheter. It was unknown if the patient received any anticoagulation in the procedure.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. No deficiencies noted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Regarding the biosense webster system, the customer was contacted by bwi field service engineer. The hospital (B)(4) lab staff advised that this issue was not related to bwi systems. The customer declined system service. Soundstar catheter: model #: unknown, lot #: unknown. Per the customer, this product is not related to this issue. Lasso catheters (quantity 2): model #: unknown, lot #: unknown. Per the customer, this product is not related to this issue. Non bwi product - beeat cs catheter made by (B)(4). Non bwi product - his-rv catheter made by (B)(4).